Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors tip cover accessory had heat damage. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors tip cover accessory was analyzed and failure analysis found the primary failure of tip cover accessory thermal damage to be related to the customer reported complaint. The mcs tip cover exhibited localized melting, which is indicative of arcing 0.964" from the proximal end where the instrument inserts from. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.